Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a non bsc 2.5x15mm balloon. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the 90% stenosed lesion located in the extremely calcified, moderately tortuous, mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon withdrawal, the taxus stent dislodged and initial attempts to snare the stent were unsuccessful. Another guidewire was inserted and a non bsc stent was implanted to cover the dislodged stent. The stent was then post dilated with a quantum maverick 3.5x15mm balloon. Ivus confirmed proper stent dilatation. No pt complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.